Manufacturer narrative:
Concomitant medical product: a2dr01, ipg, implant date: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was potential far field r-wave (ffrw) oversensing on the right atrial (ra) lead. It was also noted there were periods of atrial ectopy. The lead remains in use. No patient complications have been reported as a result of this event.